Event description:
A home patient reported that during patient's treatment on the homechoice cycler, patient's rocking chair broke and disconnected patient's extension line from the transfer set during day fill 1 and day dwell 1. The patient reportedly ended therapy early and reset with new supplies for night treatment. The patient reported the incident to patient's nurse. Per the patient, no patient injury or medical intervention was associated with this incident.